Manufacturer narrative:
The device was received with normal operating currents and no unexpected low battery, failed battery test alarms, audio/beep or reboot/reset anomaly noted during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was 280 mg/dl. The failed battery test alarm recurred. The insulin pump was still beeping after the battery cap was replaced. The customer treated her blood glucose level with a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.